Event description:
It was reported that the patient got very sore from the purewick female external catheter and had to discontinue use for a while. No medical intervention was reported. Per follow-up via phone on 16-mar-2022, stated that 1-2 weeks after using the purewick catheter patient had no problems but then after the 4 week they developed a rash in their vaginal area. Patient only used the catheter during the night. The doctor ordered to stop using the catheter because of the rash and prescribed a cream (name unknown). Customer stated no future use of the purewick as the patient was currently in a nursing home.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: patients with urinary retention. Warnings: never insert the purewick female external catheter into vagina, anal canal or other body cavities. For external use only. Do not use purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs. Reuse and/or repackaging may create a risk of patient or use infection, compromise the structural integrity and/or essential material and design characteristics of the device which may lead to device failure, and/or lead to injury or illness of the patient. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Not recommended for use on patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise nd perform perineal care prior to placement of a new purewick female external catheter. Maintain suction until the purewick female external catheter is fully removed from he patient to avoid urine backflow. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected and not kinked. Ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. Properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. Assess device placement and patient's skin at least every 2 hours. Replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. If using wall suction, change suction tubing per hospital protocol or at least every thirty (30) days. If using purewick urine collection system, replace accessories per purewick urine collection system user guide."